Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for intracerebral hemorrhage and contraindication for anticoagulation. Access was gained from the right common femoral vein, a vena cavagram was performed and a mural thrombus at l3-l4 was visualized. The ivc filter was successfully deployed and post procedure spot film demonstrated placement just superior to the thrombus with the apex of the filter located at the renal vein. The introducer sheath was removed and hemostasis was achieved. Later that same day a physical examination was performed documenting that the patient was stable status post orthotopic liver transplant with post transplant dm and plan to decrease insulin due to low blood sugar. The assessment also referred to a brain injury with paraplegia and left arm impairment. The patient was listed as being alert, feeling well and having some strength in the left arm. No additional information was provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed successfully above thrombus identified along the right aspect of the infrarenal ivc. A physical examination was performed documenting that the patient was stable after orthotopic liver transplant. No alleged deficiency with the filter was reported within the medical records. Based on the medical record review, the investigation for the reported issue is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: - if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported that approximately six years post prophylactic vena cava filter deployment for an upcoming orthotopic liver transplant, the patient presented to the ed with complaint of chest and flank pain and it was alleged that a venogram demonstrated the filter to be tilted with detached filter limbs in the retroperitoneum and one detached filter limb located in the liver. Based on the information provided, it is unclear if the filter was retrieved. The patient was said to have been discharged the following day only to be readmitted five days later secondary to elevated liver function tests. No additional information was provided. Based on a review of the medical records received, a vena cava filter was successfully deployed for a history of intracerebral hemorrhage with contraindication for anticoagulation. The patient was reported to have tolerated the procedure without incident. No additional medical records were received referring to the filter for this patient.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Medical record review: a vena cava filter was indicated for intracerebral hemorrhage and contraindication for anticoagulation. Access was gained from the right common femoral vein, a vena cavagram was performed and a mural thrombus at l3-l4 was visualized. The ivc filter was successfully deployed and post procedure spot film demonstrated placement just superior to the thrombus with the apex of the filter located at the renal vein. The introducer sheath was removed and hemostasis was achieved. Later that same day a physical examination was performed documenting that the patient was stable status post orthotopic liver transplant with post transplant dm and plan to decrease insulin due to low blood sugar. The assessment also referred to a brain injury with paraplegia and left arm impairment. The patient was listed as being alert, feeling well and having some strength in the left arm. No additional information was provided in the medical records received. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported that approximately six years post prophylactic vena cava filter deployment for an upcoming orthotopic liver transplant, the patient presented to the ed with complaint of chest and flank pain and it was alleged that a venogram demonstrated the filter to be tilted with detached filter limbs in the retroperitoneum and one detached filter limb located in the liver. Based on the information provided, it is unclear if the filter was retrieved. The patient was said to have been discharged the following day only to be readmitted five days later secondary to elevated liver function tests. No additional information was provided. Based on a review of the medical records received, a vena cava filter was successfully deployed for a history of intracerebral hemorrhage with contraindication for anticoagulation. The patient was reported to have tolerated the procedure without incident. No additional medical records were received referring to the filter for this patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: vena cava filter was placed in a patient with recent history of liver transplant and intracerebral hemorrhage just superior to the mural thrombus (l3/4) with the tip of the filter at the renal vein inflow. Patient¿s course of hospitalization was complicated by multifocal cerebral infarcts which were felt secondary to permanent hepatic failure and cerebral edema. The patient has sustained a left hemiparesis secondary to that. Four days post deployment, the patient was for continuation of intravenous antibiotics which was started initially for bacteremia and later for cmv infection requiring hepatic artery stenosis repair. Patient was discharged approximately three months post filter deployment. Approximately six years and three months post filter deployment, patient presented to the ER with abdominal pain. CT of the abdomen/pelvis showed vena cava filter strut had migrated posterior to the aorta and one strut migrated into the liver parenchyma. Approximately six years and four months post deployment, inferior venacavagram showed ivc filter tilted toward the right and anteriorly, mild stenosis at superior ivc anastomosis as well as two detached legs in the retroperitoneum and one detached leg in the liver. Patient underwent successful vena cava filter removal that same day. Pathology report confirmed filter removal. Approximately six days post filter removal, patient had an inferior venacavogram which revealed a filter leg in the liver parenchyma or small branch of the medial hepatic cavity, and two filter legs at the level of l3 and stenosis of the superior anastomosis of the ivc. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter and detached filter limbs. However, the investigation is inconclusive for the alleged perforation of the ivc. Per the medical records, due to a thrombus in the ivc, the tip of the filter was deployed at the renal vein inflow. Per the instructions for use (IFU), "if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter." The IFU also states, "position the filter tip 1 cm below the lowest renal vein." The deployment location and thrombus could have affected the stability and positioning of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt - infection precautions: - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported that approximately six years post prophylactic vena cava filter deployment for an upcoming orthotopic liver transplant, the patient presented to the ed with complaint of chest and flank pain and it was alleged that a venogram demonstrated the filter to be tilted with detached filter limbs in the retroperitoneum and one detached filter limb located in the liver. Based on the information provided, it is unclear if the filter was retrieved. The patient was said to have been discharged the following day only to be readmitted five days later secondary to elevated liver function tests. No additional information was provided. Based on a review of the medical records received, a vena cava filter was successfully deployed for a history of intracerebral hemorrhage with contraindication for anticoagulation. The patient was reported to have tolerated the procedure without incident.. No additional medical records were received referring to the filter for this patient.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately six years post prophylactic vena cava filter deployment for an upcoming orthotopic liver transplant, the patient presented to the emergency department with complaint of chest and flank pain and it was alleged that a venogram demonstrated the filter to be tilted with detached filter limbs in the retroperitoneum and one detached filter limb located in the liver. Based on the information provided, it is unclear if the filter was retrieved. The patient was said to have been discharged the following day only to be readmitted five days later secondary to elevated liver function tests. No additional information was provided. Based on a review of the medical records received, a vena cava filter was successfully deployed for a history of intracerebral hemorrhage with contraindication for anticoagulation. The patient was reported to have tolerated the procedure without incident. No additional medical records were received referring to the filter for this patient. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months post deployment, a computed tomography showed that inferior vena cava filter was noted. Disruption of one or two of the struts of the inferior vena cava filter. One of these migrated posterior to the aorta and one of the struts which has migrated into the liver parenchyma. Around twenty-five days later, patient was planned for inferior vena cava filter removal procedure. Through the right internal jugular vein approach, an inferior vena cavogram was performed which showed an infrarenal inferior vena cava filter tilted toward the right and anteriorly. Two fracture legs are demonstrated in the retroperitoneum. One fracture leg was demonstrated in the liver. Xpert computed tomography study confirmed the two fractured legs in the retroperitoneum. Two wires were advanced anterior and posterior to the tip of the filter. One of the wires was exchanged for snare catheter. The distal end of the wire was snared and retracted. The tip of the filter was captured with an inner sheath and the filter was collapsed with the outer sheath. The filter was removed. Prior identified two fracture legs in the retroperitoneum and one fracture leg in the liver were noted. Around one week later, a hepatic venogram and inferior vena cavogram was performed which showed leg of the filter was noted in the liver parenchyma or a small branch of medial hepatic cavity. Two legs of the filter noted projecting at the level of l3 vertebra. Around three years and five months later, a right hepatic venogram and inferior vena cavogram was performed which showed fracture remnants of the inferior vena cava filter at the level of l2-l3 level and overlying the liver are stable in appearance compared to the prior exam. Therefore, the investigation is confirmed for filter tilt and filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.